Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller was unable to communicate with the ins using the handset and communicator; the communicator was not finding the ins. The caller could interrogate the ins fine with the clinician application. It was reviewed that "magnet doesn't work with 3058's." The caller had tried more than one communicator, and this had not resolved the issue. They mentioned having to do a software update on one of the communicators they tried. They were advised to shut both components off and try fresh. Doing a hard shutdown of the handset was also reviewed. The caller was going to try further troubleshooting on their own and call back if needed. A follow up call was made to the caller to check on their progress, and the caller indicated they were not able to connect to the patient's ins with the clinician application nor therapy application. The patient had gained a large amount of weight, and they thought the ins was too deep to communicate with. They could only slightly palpate the ins if they pushed really hard at the pocket site. The patient was being seen today to put their device into MRI mode, but they were never able to get any communication with the ins. The healthcare provider was planning a pocket revision to address this issue. Additional information was received on (B)(6), 2022 and it was stated that they patient is going to have a revision due to the weight gain but date has not been schedule because all elective surgery in (B)(6) area have been canceled.